Event description:
The patient claimed that the arrow buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be undamaged. The up arrow button responds to user presses intermittently. All other buttons respond to presses appropriately. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the keypad issue, investigation revealed a faded display screen, a failure of the internal clock, and a torn transceiver flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.